Event description:
Surgeon reported opacification of the intraocular lens (iol) and stated the patient was experiencing difficulty seeing in direct sunlight. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis; therefore, the complaint could not be confirmed. Results from the product history record review indicated the product met release criteria. There are not similar reports in the lot.